Manufacturer narrative:
G4: k111788, k190744 the device was returned to olympus for inspection. Based on the results of the investigation, and since customer issue was not confirmed during evaluation, the definitive root cause of the customer's reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope, gynecologic had fogging and was unable to focus. The issue was identified during reprocessing. There were no reports of patient involvement.